Event description:
It was reported a year ago the shock lead impedances measured 120-130 ohms and currently remains the same. Technical services informed a shock impedances between that range is due to something physiologic not a compromised lead. Technical services recommended to avoid delivered shock impedances reaching 145 ohms or greater. It was noted there has not been a delivered shock since eight years ago and suggested to consider a commanded shock and recommended to increase the out-of-range (oor) limit to 150 or 175 ohms which can help with monitoring. The sales representative will discuss with the health care professional. At this time, the (rv) lead remains in service. No adverse patient effects were reported.